Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the nurse primed the tubing, placed it into the pump and programmed the device to infuse a cardizem drip. The nurse exited the room only to return less than a minute later to find the pump alarming. The nurse noted that there was fluid on the floor and in the chamber and upon review of the tubing it was found that there was a hole located at the lower fitment of the silicone segment. There was no report of patient harm.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a leak from a hole at the lower fitment of the silicone segment was confirmed. Visual inspection showed no anomalies. Functional testing showed that the set leaked from a small hole at the bottom of the silicone segment. No tool marks or crush marks were observed on the lower fitment near the hole. The root cause of the customer's report could not be identified.

Event description:
The customer reported that the nurse primed the tubing, placed it into the pump and programmed the device to infuse a cardizem drip. The nurse exited the room only to return less than a minute later to find the pump alarming. The nurse noted that there was fluid on the floor and in the chamber and upon review of the tubing it was found that there was a hole located at the lower fitment of the silicone segment. There was no report of patient harm.